Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The daughter was unable to continue troubleshooting at the time of the call. Later called the customer at home, and she stated that she was doing fine, and no further troubleshooting was necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.